Manufacturer narrative:
This report is submitted on september 13, 2019.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2019 to reduce skin flap at implant site. The implanted device remains.